Event description:
The company was notified of a mitroflow valve explanted after approximately 2 years, reportedly due to calcification. It is not clear if the surgeon is indicating the device contributed to this event and no clinical history for the patient was provided. At this time, it has not been confirmed that the device is a mitroflow valve.

Manufacturer narrative:
The company is working with the local sales representative to obtain additional information on this case that was reported as part of another report from the same facility (reference medwatch 3004478276-2009-00010) and may warrant a follow-up report to be submitted.